Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamc4242c200tu, serial/lot #: (B)(4), ubd: 27-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that approximately one week later, a type iii junctional endoleak was noted between the first and second stent grafts in zone 3. The patient was hospitalized as a result of this event. The event was assessed by the investigator as not related to the device, related to the procedure. The sponsor assessed the event as possibly related to the device and related to the procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.